Event description:
The reporter contacted animas on (B)(6) 2014 reporting a damaged display. There is no reported adverse event with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display lens is cracked on top right corner of the display. The battery compartment is cracked on the threads. The battery cap is damaged/stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.